Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was received as service repair. The device was repaired by the service team and it was not evaluated by a complaint technician. The device was diagnosed for cracked/peeling insulation at tip of shaft. Probable root cause for the reported failure involving this device could have been caused by: user misuse, improper sterilization methods, or normal wear. The product was returned for investigation and the reported failure mode was confirmed through the service repair. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.